Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of an unspecified dermal filler in the mid and lower face. Patient concomitantly injected with 10 units of botox in the glabella. Patient later reported floaters in the eye that have been ongoing for two weeks. Patient has no other vision or physical issues. Patient has been advised to go to an urgent care facility, but has not.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a6, b3, b5, b7, c1, c3, d1, d3, d4, d6a, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional details received noting the product was juvéderm® voluma¿ xc. Patient would bein experiencing flashing lights two days after injection and then the floaters the following day. Patient was referred to an ophthalmologist. Event status unknown.